Event description:
On (B)(6) 2009, the patient reported that about a month ago, she noticed both the up and down buttons on her insulin infusion device were functioning intermittently. She stated the up button does not properly work more often than the down button. She said her device has not been dropped or exposed to water. Both buttons are raised and she hears beeps and melodies when the buttons are pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.